Manufacturer narrative:
Updated section d9 (device availability) h6 (type of investigation), h6 (component code), h6 (investigation findings), h6(investigations conclusions) and h10 (related report numbers). The product was received by our product evaluation laboratory for a full examination. The report of pacing difficulties was confirmed. Continuity testing confirmed a full open condition of proximal circuit. Cut down of the catheter body was performed to expose the pacing lead wires. Proximal leadwire was found to be broken under the balloon. Distal circuit was continuous. No visible damage or abnormality was observed from catheter body or balloon. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 min without leakage. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering evaluation, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/ design defect. As part of the device manufacturing process, the units go through a inspection.

Event description:
As reported, during a tavi procedure, this swan-ganz pacing catheter (manufacturer reference number (B)(4)) was correctly placed in the right ventricle, however, it was impossible to generate an electrical signal to stimulate the heart. As troubleshooting, different connections were tried without success. The device was replace with another one but the same issue occurred (manufacturer reference number (B)(4)). A third catheter without balloon was used successfully. As per customer's opinion, this was a manufacturing defect. There was no allegation of patient injury. The devices were available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.